Event description:
Caregiver alleges that the seat for a commode has cracked in the same place as the first one. Seat cracks 1-1/2 inches in the front of the seat on both sides. She says the plastic seat is not thick enough over the front crossbar for the weight of user. She needs to order a second replacement. This is the old style square seat part 1112182. Caregiver alleged she has placed and order for prior cracked seat, therefore; there is a record of previous incident. This record is for the current complaint of a cracked seat.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.